Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed. A watchman access system (was) was positioned and a 24mm watchman laa closure device & delivery system (wds) were used. After successfully implanting the device, the patient experienced general discomfort. An echocardiogram revealed a pericardial effusion 2 hours after procedure. Pericardiocentesis was performed and 500cc of fluids were removed. The patient immediately felt better and was stable throughout the day. Procedural activated clotting time (act) of 186secs was noted and additional heparin was given. The patient spent 1 extra night in the hospital and was discharged.